Manufacturer narrative:
((B)(4). External insulation abrasion was noted at 11.3-11.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 7.2-8.0cm from the connector pin, consistent with the lead friction to the ICD can. The outer coil was separated/broken at this location. This is consistent with the observation from the field of noise and inappropriate therapy. (B)(4).

Event description:
It was reported that patient received multiple inappropriate shocks. Upon interrogation, noise was seen via iegm. Patient received a few more inappropriate shocks after being admitted to the hospital without feeling any symptoms. The lead was explanted and replaced. Patient was discharged in stable condition.